Manufacturer narrative:
Other, other text: device evaluation summary: one cadd cassette was returned for analysis. Physical evaluation oft the cassette found that the cassette was in good condition with a tube not manufactured by smiths medical of tijuana. Functional testing included accuracy testing. The set up passed the accuracy test the customer stated issue could not be duplicated. Problem source could not be identified.

Event description:
Information was received indicating that medical fluid remained in a smiths medical cadd cassette reservoir than indicated on the display. No patient consequences were reported. No adverse effects were reported.